Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/10/2014 with the following findings: investigation revealed that the up arrow and contrast keypad buttons were intermittently responsive and required multiple button presses to elicit a response. The contrast button required hard presses to elicit a response. The keypad cover was removed and contamination found under button key contacts when the keypad cover was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed that the up arrow and contrast keypad buttons were intermittently responsive and required multiple button presses to elicit a response. The keypad cover was removed and contamination found under button key contacts when the keypad cover was removed. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 01/27/2013.